Manufacturer narrative:
There has been no product for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney alleges, patient developed ischemic colitis following implant for an incisional hernia.